Event description:
It was reported that on (B)(6) 2021, a 32mm amplatzer septal occluder (aso) was implanted without issue. On (B)(6) 2022 the patient returned and was found to have developed a thrombus on the left and right atrial discs of the aso. The patient was sent to surgery where the device was explanted and a patch was placed over the atrial septal defect. Physician reports patient had multiple episodes of multisystem inflammatory syndrome in children related to covid-19. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on 8 february 2021, a 32mm amplatzer septal occluder (aso) was implanted without issue. On 2 september 2022 the patient returned and was found to have developed a thrombus on the left and right atrial discs of the aso. The patient was sent to surgery where the device was explanted and a patch was placed over the atrial septal defect. Physician reports patient had multiple episodes of multisystem inflammatory syndrome in children related to covid-19. The patient was reported as stable. Subsequent to the previously filed report, additional information was received that the thrombus was detected on 2 september 2022 via transthoracic echocardiogram (tte). The device was explanted. The patient's international normalized ratio (inr) was requested but unknown. The patient reportedly did not receive any treatment that could contribute to the thrombus formation. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.